Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on stomach resection, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. A component broke off between the stapler and loading unit. Another stapler was used to complete the case. There was no patient injury.